Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection of the catheter found signs of use. Functional testing confirmed leakage along the silicone tubing above the oval disc. Under magnification, a slit was observed at the leakage site as though the product had been cut by a sharp instrument. No manufacturing error was observed. The most probable cause for the damage to the catheter that resulted in leakage was most likely related to an event within the user environment. Possibly the damage was the result of a sharp instrument inadvertently cutting the catheter. Since the reported issue was most likely related to the user environment and not a manufacturing error, no corrective action will be taken.

Event description:
"Newborn with PICC catheter inserted on (B)(6) 2021, receiving continuous infusion of basal saline solution by infusion pump, observed leakage of saline solution in bed, catheter was washed and it was verified that it was punctured".

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
"Newborn with PICC catheter inserted on (B)(6) 2021, receiving continuous infusion of basal saline solution by infusion pump, observed leakage of saline solution in bed, catheter was washed and it was verified that it was punctured"